Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies due to right ventricular (rv) lead fracture, noise and high pacing impedance. When the patient's pocket was opened, it was noted that there was a chronic systemic infection. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.